Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced syncope and was admitted to the hospital. The patient was permanently paced on a single chamber implantable pulse generator (ipg). Suddenly there was failure to capture. The loss of capture continued for a while and later capture was resumed and again failed during explant. There has been a gradual threshold increase but never higher than about 2.5v and adaptive amplitude was programmed on. The lead was extracted and the ipg removed. The patient received a temporary pacemaker. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.